Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) level (lowest of 45 mg/dl); cause was unknown. Food, juice, and soda was consumed to treat bg.